Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant, falsely low vancomycin (vanc) results were obtained on two dimension vista 1500 instruments on samples from the same patient. Quality controls were within expected ranges on both instruments when the discordant results were obtained. A siemens customer service engineer (cse) was dispatched to the customer's site and the customer provided the affected sample for further investigation. Based on the information provided, pre-analytical issues with these samples potentially contributed to the discordant, falsely low vanc results. Siemens is investigating the issue. MDR 2517506-2018-00322 was filed for the dimension vista 1500 instrument with serial number (B)(4).

Event description:
Discordant, falsely low vancomycin (vanc) results were obtained on two samples from the same patient on two dimension vista 1500 instruments. The discordant results were not reported to the physician(s). The patient was redrawn on (B)(6) 2018 and the new sample was run on both instruments. The final result from the dimension vista 1500 instrument with sn (B)(4) was reported, as the correct result, to the physician(s). The customer did not provide all of the repeat results obtained on the new sample. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00323 on 04-may-2018. Additional information (17-may-2018): siemens further investigated the issue and performed a study using a dimension vista 500 instrument and a dimension 1500 instrument to replicate the event and found no issue. Siemens ran 3 levels of quality controls (qcs) and the affected patient sample on both instruments. The calibration and qcs recovered within expected ranges and the results, obtained on the affected sample in the study, recovered lower than the result that was reported to the physician(s). The patient sample was centrifuged after testing and no issue was identified. Siemens determined that the affected sample was clear and no sediments or particles were extracted during and after centrifugation. Siemens determined that the reagent quality and delivery did not differ between obtaining the discordant and correct results. Siemens did not find any mechanical error in the instrument's process or quick check logs and there was no indication that the medications in which the patient was taking at the time of the event contributed to the discordant, falsely low vancomycin (vanc) results. The customer did not ship the affected sample according to the dimension vista vancomycin's instruction for use, when providing it to siemens for further investigation. The storage conditions, used by the customer when shipping the affected sample, potentially compromised the sample integrity, contributing to the lower results obtained in the study. Since 03-apr-2018, siemens monitored the performance of these instruments and no additional discordant results were obtained. Siemens determined that the cause of the discordant, falsely low vanc results was potentially related to a pre-analytical issue. Corrected information (31-may-2018): the initial MDR indicated that two samples from the same patient were run on (B)(6) 2018 and that a result of 22.4 ug/ml was obtained on the redrawn sample on the instrument with serial number (sn) (B)(4). Siemens further investigated the instrument data and determined that: all results obtained on (B)(6) 2018 were obtained on the same sample from the patient; the result of 22.4 ug/ml was not obtained on the instrument with sn (B)(4); the repeat result of 3.1 ug/ml was not obtained on the patient sample; when the sample was rerun, in duplicate, the third time, vanc results of 3.2 ug/ml and 25.9 ug/ml were obtained; and the redrawn sample was also run, in duplicate, on both instruments, resulting higher than the discordant results. The instruments are performing according to specifications. No further evaluation of these instruments is required. MDR 2517506-2018-00322_s1 was filed for the same event.

Event description:
Discordant, falsely low vancomycin (vanc) results were obtained on a patient sample on two dimension vista 1500 instruments. The discordant results were not reported to the physician(s). The same sample was rerun, in duplicate, on the instrument with serial number (sn) (B)(4), resulting in another discordant, falsely low vanc result. The patient was redrawn on (B)(6) 2018 and the new sample was run, in duplicate, on both instruments. One of the results obtained on the dimension vista 1500 instrument with sn (B)(4) was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc results.